Event description:
The customer called to report a frozen screen and a constant tone. Troubleshooting was performed and the display went blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and constant tone due to a faulty liquid crystal display board. Unable to confirm the frozen screen due to the blank display. The insulin pump had a corroded motor assembly.